Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Visual examination revealed rub marks on shaft and end of part. There are no signs of foreign material or discoloration on the part. It cannot be ruled out if discoloration existed, discoloration may have been removed during the decontamination process. The part meets manufacturing specifications. Based on the DHR review, and evaluation, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported, prior to a proximal femur fracture case, rust was noted on all three instruments. This complaint is on the hammer guide. This is 1 of 3 reports for the same event; complaint # (B)(4).